Event description:
After having essure placed, I started having left sided lower abdominal pain around where your cervix/ovaries are. At times the pain goes down into my left leg. I lost all motivation. I have no energy, extreme tiredness, itching all over randomly, pain in my knees and joints, increased back pain. Severe constipation that now has become an alternation of constipation and diarrhea. I bruise very easily. No low iron as it has been checked. Continuous nausea, brain fog, anxiety, depression. Eight months after having the procedure, I now find out I was (B)(6), now (B)(6) I am now pregnant after having a permanent sterilization procedure.